Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was surgically abandoned due to lead failure. A new rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Manufacturer narrative:
Boston scientific received new information that the lead was capped during a device upgrade procedure. The lead had exhibited chronic poor sensing, and the pacing threshold measurements were slightly elevated. As the patient was receiving appropriate therapy from the device, there was concern that the poor sensing could inhibit appropriate therapy. Therefore, the lead was replaced.